Event description:
It was reported that during an ultrasound guided lymph biopsy procedure, the tip of needle was allegedly broken. A coaxial needle was not used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.(expiry date: 06/2023).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared clean and the device was received in a condition where both the slides were in their initial positions. On further evaluation, the top slide was pulled back to examine the sample notch, the bent was noted to the sample notch and the bent was backwards. On dimensional observations, the bent was not within the specified limits.(i.e out of specification limit). Due to the nature of the complaint, functional evaluation was not conducted. Therefore, the investigation for the reported break is unconfirmed as there was no breakage identified to the device. However, the investigation of the identified needle bent is confirmed as the bent was noted and it was noted to be in the out of specification limit. A definitive root cause for the alleged break and identified needle bent could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided lymph biopsy procedure, the tip of needle was allegedly broken. A coaxial needle was not used. There was no reported patient injury.